Event description:
It was reported following an implant procedure on (B)(6) 2022 a CT scan was done which showed the top of the lead had punctured the dura. Surgical intervention took place wherein the lead was explanted.

Manufacturer narrative:
Reporter phone number: (B)(6).

Manufacturer narrative:
A patient experienced a cerebrospinal fluid leak following an implant procedure was reported to abbott. A CT scan was done which showed the top of the lead had punctured the dura. As a result, the lead was explanted. The results of the investigation are inconclusive as the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.